Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 1.5 experienced a ruptured reservoir during priming. There was no patient involvement and, therefore, no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through (B)(4). The reporter initially reported that the sample is available. However, the sample was never sent to baxter. Therefore, the device was not evaluated, the reported condition could not be confirmed, and no root cause was identified.